Manufacturer narrative:
Block d6a: approximated based on the report stating that the device was implanted in 2018. Block h6: patient code e2330 captures the reportable event of pain. Patient code e1310 captures the reportable event of bladder infection. Impact code f1905 captures the reportable event of mesh removal.

Event description:
It was reported that sometime after implantation, the patient experienced pelvic pain, frequent bladder infection and urination issues, and bladder control issues. Additionally, she had also acquired symptoms of asia syndrome from the mesh implant. The sling was removed was removed in 2024.